Manufacturer narrative:
At this time, the device has not been returned to boston scientific crm for analysis. If further information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that the patient implanted with this device was involved in a clinical research study assessing potential predictors of early mortality in implantable cardioverter defibrillator (ICD) recipients. Data from this study revealed an overall one-year mortality rate of 16%. The patients participating in this study appeared to be on average older, on medications and a large percentage demonstrated a history of atrial fibrillation, ventricular tachycardia and/or syncope. It was reported that the increased mortality was thus likely multifactorial and that increases in heart failure, stroke and drug toxicity may have played a role; however, the cause of death was known in only 67% of patients. The patient with this particular ICD expired for unknown reason(s) and no further information is available.